Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-15379. It was reported that the patient was not receiving effective therapy. It was confirmed via x-ray that one of the patient's leads had migrated. In turn, surgical intervention may take place to address the issue. As it is unknown which lead migrated, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg and one lead were explanted and replaced. The ipg was replaced electively. Postoperatively, the patient has effective therapy.